Event description:
The customer reported that during a left hemicolectomy, the device would not re-open after the seal cycle was completed. The device was reportedly applied to a normal amount of tissue at the time. The surgeon used a monopolar hook to resect the tissue immediately adjacent to the jaws of the device in order to remove it from the tissue. The monopolar hook and another covidien device were used to complete the procedure without further incident. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.